Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation (mre)) review could be performed. Concomitant products: left unknown tissue expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unknown breast reconstruction surgery with unknown tissue expander which the right side deflated after implantation. The issue was noticed by the patient. As a result patient had the expander removed on (B)(6) 2019.

Manufacturer narrative:
On 4/26/2019, upon received of the suspect device the lot number revealed to be 6968816, and the catalog number is texp100rh. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/3/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).